Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. In the photo observed two devices, one device appears to be intact with red particles in the surface of the shell and the other device has an opening in the posterior side. Both devices don't have labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.